Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately low. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining a blood glucose reading of ¿100-200mg/dl¿ on the subject meter and alleged that this was inaccurately low compared to their a1c reading. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿headache, body in pain and lethargic¿ at an unknown time later the same day. The patient reported being ¿hospitalized¿ where they were treated with an unknown dose of insulin by an hcp. The patient reported obtaining a blood glucose reading of ¿over 500mg/dl¿ on a doctor/clinic¿s meter. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.